Event description:
It was reported through remote transmission an alert indicating that the device had reached eri. Patient was brought into the clinic and upon interrogation, the device had reached end of service. A rapid decline in battery voltage in a very short timeframe was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.